Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump was attempting to deliver unprogrammed boluses. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that the pump attempted to deliver a 0.0 unit bolus without any button presses. The bolus history reportedly showed "0.0 of 0.0 units" delivered at 2:39 pm, 2:10 pm, 2:09 pm, and 2:07 pm that day. The patient denied that she attempted to program a bolus at any of those times. The patient denied having any tactile changes on the pump's buttons/keypad. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was delivering unprogrammed boluses. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the bolus history showed 0.00 bolus on (B)(4) 2012. The pump was exercised for 24 hrs. On a one unit per hour basal program, no 0.00 boluses were recorded in the history during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.